Manufacturer narrative:
The incident handpiece was discarded after the surgery, as the case appeared to have gone fine, so no evaluation of the incident device is possible. It is not possible to determine the vessel involved in the incident, as it was not necessary to re-open the patient to achieve hemostasis. Due to these factors, a connection cannot be drawn between the ligasure device and the incident. See attached memorandum for additional information.

Event description:
The report stated that the vaginal hysterectomy went fine, but 8 hours after the case, bleeding occurred. The patient was given 2 pints of blood and the bleeding stopped. Patient has recovered. There was a confirmed end tone confirmed on all seals made with the ligasure handpiece. The surgeon performs double seals when using this model of handpiece. During this case, the infundibular pedicle had a little bit of bleeding after it was sealed and dissected, so the surgeon stitched it with a figure 8. Since the bleeding stopped once the transfusion was given, they did not go back in to see from where the bleeding came.